Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "drill is broken in the patient".

Manufacturer narrative:
The reported event could be confirmed, since the drill is broken as described in the event description. The device inspection revealed the following: the tip of the received drill found broken. The broken fragment was not returned for evaluation. The drill shows circular rubbing marks proximal to the broken tip which indicates contact with the drill sleeve during drilling. A microscopic inspection of the fracture face was made but the type of the breakage could not be defined as the fracture is strongly deformed, most likely due to a strong contact with the fragment after the breakage. It can only be confirmed that the fracture is homogeneous, which indicates material conformity. The relevant dimensions were found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. In the provided x-ray, the broken fragment of the drill was found stuck in the distal oblong hole of the trochanteric nail. The broken fragment passes very close to the internal periphery of the distal hole of the nail which could also lead to additional resistance while drilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The drill broke due to excess contact with the internal periphery of distal hole of the nail leading to mechanical overload. If more information is provided, the case will be reassessed.

Event description:
As reported: "drill is broken in the patient." 7/7/2025 - additional information received: 6. Which nail was inserted gamma4 troch nail. 7. Did the operation go according to plan or were there issues with the reduction and/or placement? Difficult placement of the lag screw, because the head rotated. 8. How did you hear that it broke? When drilling the distal locking screw I noticed that the bone was hard. I got the drill back. It was dry and smoked. We cleaned the drill. When drilling it also did not go smoothly through the pin, so it felt like it was hitting something, then it broke. At the moment the drill went through the nail as if it was hand tight and the nail did not make the right angle. No debris was left in the patient.